Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the act button on the insulin pump does not always responding. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 160 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.